Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported the doctor was performing a case and the clips for the multiple clip applier weren't forming properly to the tissue. The doctor used another clip applier from a different lot and completed the case with no pt consequence.